Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted once the device has been received and an investigation has been completed.

Event description:
Customer reported that top short tube not fully fused to "y" connection at first blue injection site. Saline bag poured out of faulty connection onto the technologist and floor. No patient harm or medical intervention required. The customer states that no further information is available.